Manufacturer narrative:
Clinical investigation: a temporal relationship exists between peritoneal dialysis therapy with the liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of patient¿s peritonitis cannot be determined. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of pantoea species which is an organism that may colonize the skin, respiratory, urinary, and gastrointestinal tracts of patients. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the cycler sets shipped to the patient in the three (3) month timeframe which immediately preceded the event date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. There were no reported issues with any fresenius products that caused or contributed to the reported event. During follow-up, the patient¿s pd nurse reported that a pd culture was obtained (in the outpatient pd clinic) that yielded growth of pantoea species bacteria. The patient was treated with ceftazidime 2 grams intra-peritoneal (ip) on an outpatient basis. The patient is reportedly recovering and continues pd with the same cycler without any further issues. The nurse was not able to provide the cause of the peritonitis. However, the nurse stated the patient did not have any fluid leaks or any issues with a fresenius device or product in relation to the event.